Event description:
It was reported that, "the cup was loose. Took out the cup and put in a zimmer revision cup and a zimmer liner."

Manufacturer narrative:
The root cause of this reported event is not determined as the device is not available for evaluation. Medical records, x-rays, add'l pt info and device lot codes were requested but not made available for review. No action required at this time. Product surveillance will monitor for trends. If add'l info becomes available, the investigation will be reopened and a supplemental report will be issued.